Event description:
A patient reported that they were getting inaccurate high readings on their meter. Patient measured their blood glucose one evening and got a result of 149 mg/dl. Patient took their regular amount of insulin (humalog) before dinner. Patient takes 1 unit of insulin per every carbohydrate with results more than 120 mg/dl. Patient also takes 10 units of lantus at bedtime. That night before patient went to bed, patient opened a new vial of test strips (subject test strips) and got a result of 400 mg/dl. Patient went to bed and did not do anything. The next morning, patient checked their blood glucose before breakfast and got a reading of 295 mg/dl. Based on that reading, patient took their insulin (amount unknonw). At lunchtime, patient tested again and had a result of 200 mg/dl and again took insulin based on that reading (amount unknown). One hour later, patient felt nervous, shaky, and sweaty. Patient then opened a new vial of test strips and tested their blood glucose with a result of 60 mg/dl. Patient then tested with their old vial of test strips and got a reading of "over 200 mg/dl". Patient drank some orange juice. Patient did not seek any medical intervention. Patient was feeling dazed the rest of the day. The meter was not replaced since it worked well with the new vial of test strips. The subject test strips were replaced and control solution test was done with them, which failed high outside the range. No further information has been reported.